Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that "during hysteroscopic surgery, the doctor used an electrosurgical cutting loop to separate intrauterine tissue and coagulate bleeding points. While the cutting loop was in use inside the uterine cavity, a circumferential fracture occurred at the front 1.5 cm × 1.5 cm section of the loop." According to the available information the procedure was completed successfully with a prolongation of 10 minutes and there were no adverse consequences for the patient. No negative impact in state of health reported.